Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg value not provided). Infusion set was changed to address bg. Customer declined to provide further information or to troubleshoot with tandem technical support.